Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed three dashes in place of blood glucose values, consistent with a temporary bluetooth signal loss between the ilet and a dexcom g7 sensor; the user subsequently re-paired the cgm to the ilet and restored readings without further issues. Symptoms included no reported adverse clinical effects and no alerts or alarms from the system. Outcomes included no impact to blood glucose, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting to re-establish cgm-to-ilet communication. Investigation of this case revealed a communication interruption between the cgm and the ilet that resolved after re-pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device bluetooth disconnection that resolved with standard re-pairing.